Event description:
It was reported that a physician¿s dell x5 handheld computer was not functioning properly in that there was a bad connection between the programming wand and the dell x5 handheld computer. It was stated that the wand will not stay plugged into the dell x5 handheld computer during programming sessions unless it is held in place. A replacement handheld computer was sent to the physician and the dell x5 handheld computer (along with all cable connections and associated flashcard) in question has been returned to the manufacturer for analysis. Product analysis of the returned product has not been completed at this time.